Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2007046. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc was damaged. The following information was provided by the initial reporter: when indwelling needle puncture infusion was performed on child, serious saline leakage was found in the catheter tube seat of indwelling needle and obvious cracks were found in the needle hub when the tube was flushed with saline. The operator had to replace the indwelling needle and re-puncture infusion. Adr# (B)(4).